Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that device was auto-cycling while on a patient on the lap top ventilator 1200. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. A visual inspection was performed and found unit has visible wear from normal usage. No other indications of damage, misuse, or contamination. Ltv unit was connected to ac power. Event trace and post were retrieved, event trace showed multiple low dis, high dis (circuit disconnect), high f1 (auto-cycle) alarms, beginning on (B)(6) 2023 until last date of usage on (B)(6) 2023. Unit was received with sprint pack batteries fully depleted. Internal battery low ¿ below 11 volts the reported complaint was able to be duplicated. Unit was opened and inspected. A high and low flow transducer port leak test was performed and found high flow port leak rate to be out of specification. Failure was confirmed on ltv manifold test fixture detecting a leak at solenoid 4. Additional problem(s): sprintpack li-ion battery failed to charge. A battery duration test was performed on internal battery and was found to be performing below expectations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.